Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a 85 year old female patient underwent tevar on (B)(6) 2021. At one year follow-up exam, growth of taa was confirmed, so the physician performed contrast-enhanced computed tomography and found endoleak at the lesser curvature of the descending aorta. It was determined to be type iiib or type ia endoleak. No additional procedure for the endoleak has been performed. Patient outcome: the patient is not showing problematic symptoms.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it is reported that an 85 year old female patient underwent thoracic endovascular repair (tevar) on 13sep2021 where a zta-pt-40-36-217-w1, lot e4123905 (complaint device) was implanted from zone 3 to above the tortuous area in the descending aorta. A zta-d-30-160-w1 was placed in the descending aorta. At the one-year follow-up exam, thoracic aortic aneurysm (taa) growth was confirmed, so the customer performed contrast-enhanced computed tomography and found endoleak at the lesser curvature of the descending aorta. It was determined to be a type iiib or type ia endoleak. The location was in the descending aorta at the upper edge of th6. No additional procedure for the endoleak has been reported performed. It is additionally reported that the patient is not showing problematic symptoms, and no adverse effects have been reported. The patient is followed closely. This pr is related to pr381602 opened to cover mural thrombus related to fabric folds. A one-year post implantation cta, a 3d reconstruction of this cta illustrating the endoleak, and a pre-implantation line drawing with measurements were provided and underwent review by an expert imaging reviewer. As per imaging review, the endoleak was greatest density along the inner aortic curvature of the proximal descending thoracic aorta at aneurysm neck. Contrast of lesser density filled a small bronchial artery at the endoleak and a larger more proximal artery. The larger artery was likely the supreme intercostal artery. Although the greatest contrast density was immediately adjacent the zta-p fabric, it was still less than aortic contrast and consequently very small. Had a large fabric defect been present, the endoleak density would have been equal to the aortic contrast density. As per imaging review "the complaint of an endoleak is confirmed. The endoleak is most likely a type iiib endoleak and less likely a type iia endoleak. The imaging provided no evidence to suggest a type ia endoleak.". As per the imaging reviewers impression, "because the endoleak demonstrated significant dilution relative to the aortic lumen, it could not be large. It most likely was the result of an enlarged suture hole or a tiny hole caused by transient friction with the adjacent calcified atheroma." It has not been possible to determine a conclusive cause for the endoleak. Based on the review of imaging and that the provided information did not indicate that the endoleak was observed until the one-year follow-up, potential causes are assessed to include enlargement of a suture hole over time, or a graft hole caused by transient friction with calcified atheroma. Review of the device history record did not provide indication that the device was manufactured outside of specifications. It is additionally noted, that the imaging reviewer noted that aneurysm maximal diameter growth is confirmed however the proximal neck appears to have regressed. Endoleak and aneurysm enlargement are listed as potential adverse effects in the IFU for this type of device. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.